Event description:
A us distributor reported that a monitor's response buttons were not functioning and a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack 86443028 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was non-functional. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.